Event description:
High shock and pacing impedance starting in january. Pacing impedance increased gradually from around 200 ohms to 2000ohms. Shock impedance increased gradually from about 70 ohms to 125 ohms. No noise seen on hmsc recordings. Recommended evaluating in person. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.